Manufacturer narrative:
An event of stenosis and insufficiency was reported. A more comprehensive assessment could not be performed since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2020, the patient was hospitalized for dyspnea and edema and medication was administrated the patient was hospitalized again in (B)(6) and during the (B)(6) hospital stay the patient experienced a stroke and a transesophageal echocardiogram was performed severe aortic stenosis and moderate valve insufficiency was reported. On (B)(6) 2020, a valve in valve procedure was performed. The patient was reported to be stable condition.